Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient who had been lost to follow-up had presented for a device changeout procedure. Following device removal, the leads were connected to an external psa. A loss of atrial capture was observed. No patient symptoms were reported. High atrial impedance and low sensing were also noted. The lead was successfully capped and replaced at that time.